Event description:
Per rn: drawing blood via port-a-cath with saf-t holder device when I heard air sucking into the lab tubes and very little blood. The male luer cracked during use. This facility has had several events with this device. The reason for the device failures is unknown.